Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 3 mmol/l, and the meter bg reading was over 22mmol/l. The customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level above 22mmol/l and a ketone level of 3.6 mmol/l. Customer was treated with basal and short acting insulin to address the elevated bg. Reportedly, the customer was released on september 1st, 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.